Manufacturer narrative:
(B)(6). A visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Pneumonia is listed in the dfu as a potential adverse event that may occur. Therefore, the most probable root cause classification is anticipated procedural complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of (B)(4). According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2012. The procedure was completed successfully. On (B)(6) 2013, the patient experienced an event of pneumonia with symptoms of low fever, difficulty breathing, productive cough, discolored mucus (green). The patient increased nebulizer usage to every 3 hours. On (B)(6) 2013, the patient was seen by a local pulmonary doctor. The doctor suspected possible bronchitis and prescribed levaquin. On (B)(6) 2013, the patient went to the emergency room with a fever elevated to 103f, discolored green mucous, and increased chest tightness. A chest x-ray was performed and diagnosed pneumonia. The patient was admitted into the hospital on (B)(6) 2013. The patient was treated with one dose of vancomycin and high dose IV steroids. The patient was discharged from the hospital on (B)(6) 2013. The patient began pulmonary rehab on (B)(6) 2013 due to deconditioning. The event is considered resolved with residual effects as the patient is deconditioned and easily tired/fatigued. Baseline spirometry values: visit date: (B)(6) 2012. Pre-bronchodilator: fev1: 3.34, fev1 % predicted: 104.38, fvc: 3.68, fvc % predicted: 92.70. Post-bronchodilator: fev1: 3.28, fev1 % predicted: 102.50, fvc: 3.54, fvc % predicted: 89.17. Additional information received as of (B)(4) 2013: according to the complainant, the event of pneumonia was considered resolved as of (B)(6) 2013.

Event description:
It was reported to boston scientific corporation that an alair bt catheter was used during a bronchial thermoplasty procedure on (B)(6) 2012 as part of the (B)(4) clinical study. According to the complainant, the patient underwent her second bronchial thermoplasty treatment to the left lower lobe on (B)(6) 2012. The procedure was completed successfully. On (B)(6) 2013, the patient experienced an event of pneumonia with symptoms of low fever, difficulty breathing, productive cough, discolored mucpus (green). The patient increased nebulizer usage to every 3 hours. On (B)(6) 2013, the patient was seen by a local pulmonary doctor. The doctor suspected possible bronchitis and prescribed levaquin. On (B)(6) 2013, the patient went to the emergency room with a fever elevated to 103f, discolored green mucous, and increased chest tightness. A chest x-ray was performed and diagnosed pneumonia. The patient was admitted into the hospital on (B)(6) 2013. The patient was treated with one dose of vancomycin and high dose IV steroids. The patient was discharged from the hospital on (B)(6) 2013. The patient began pulmonary rehab on (B)(6) 2013 due to deconditioning. The event is considered resolved with residual effects as the patient is deconditioned and easily tired/fatigued. Baseline spirometry values: visit date: (B)(6) 2012 pre-bronchodilator fev1: 3.34 fev1 % predicted: 104.38 fvc: 3.68 fvc % predicted: 92.70 post-bronchodilator fev1: 3.28 fev1 % predicted: 102.50 fvc: 3.54 fvc % predicted: 89.17